Manufacturer narrative:
The product was scrapped by the customer. Therefore no laboratory investigation could be performed. The investigation was performed based on received complaint picture. The received picture clearly shows that there is a leakage between the nodop tube 70104.5749 and adapter tube 70105.2890. Based on this the failure could be confirmed.device history record review was performed and no references were found which are indicating a non-conformance of the product in question. Sap database trend search was performed(material 70104.9279,failure code:0128 leakage manifold line)which came to following results:3 additional complaints were recorded since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,1%, which is below 1%.due to this information no systemic issue could be determined. Besides that mcp tr has been initiated a corrective and preventive actions, based on several complaints showing the same symptoms with different material numbers than the one in this complaint,in order to determine the root cause and initiate further actions to determine corrective actions for the failure. As a corrective action,CAPA (B)(4) has been already initiated to address the appropriate corrective/preventive actions. The adapter with the article number 70105.2890 line is already involved in CAPA (B)(4).a new material/reducer was supplied and the new material will be used instead of this adapter in the scope of CAPA (B)(4).the red tube will be assembled with the reducer to solve the problem. This complained product was manufactured before the corrective actions are implemented in CAPA (B)(4).the data is also being handled through a designated maquet trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
Ref.: #(B)(4), customer ref.: #(B)(6).

Manufacturer narrative:
(B)(4). The device has been scrapped. Therefore no laboratory investigation could be performed. Maquet cardiopulmonary (B)(4) will submit a supplemental medwatch on receipt of further evaluation.

Event description:
According to the hospital: "there is blood leakage from the one-way valve connection during patient use." Ref.: #(B)(4), customer ref.: #(B)(6).